Event description:
As reported, approximately eleven years post initial right tka, this (B)(6) female patient presented with instability in the right knee. Surgeon revised the femoral component to a constrained size 2 right constrained femur with a 2/13mm transitional poly. There was little osteolysis. There was no surgical delay/prolongation reported. The patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device will be return.

Manufacturer narrative:
Concomitant medical products: tibial stem ext. Screw (cat# 204-70-00 / (B)(4)), logic tibia ps mod insrt sz 2.5 11mm (cat# 02-012-35-2511 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections date rec¿d by MFR, if follow-up, what type, device evaluated by MFR and adverse event problem have been updated accordingly. As reported, approximately eleven years post initial right tka, this 80 y/o female patient presented with instability in the right knee. Surgeon revised the femoral component to a constrained size 2 right constrained femur with a 2/13mm transitional poly. There was little osteolysis. There was no surgical delay/prolongation reported. The patient was last known to be in stable condition following the event. Images attached. Unable to obtain x-rays. The device was returned. There is no additional information. Patient medical history: obese, high blood pressure, and ltka exactech. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.